Event description:
It was reported that a patient experienced "electrical fault" alarms. The patient was in the hospital waiting to be discharged home and was connected via the drive line extension cable. The facility removed the drive line extension cable and connected the patient to a controller, this halted the alarms. The patient was then discharged home. The patient returned to the facility the next day reporting electrical fault alarms. The facility switched out the primary controller to the backup controller; this action resolved the alarms. The clinical engineer had made a recommendation of a drive line cleaning; the facility did not order a drive line cleaning at the time of this event. There were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which may materially alter information submitted in a previous MDR report. Information for use states: always check for an audible click when connecting the driveline to the controller or driveline extension cable. Failure to ensure a secure connection may cause an electrical fault. The driveline extension cable should only be used during the pre-implant test. It should not be connected when the ventricular assist device (vad) is running. Electrical fault alarms may indicate a fault in continuity of pump to controller connections; the suggested action is to call for guidance. The company is seeking this information through the event investigation. Log files (for general information only) shows normal power consumption and 37 electrical fault alarms logged since (B)(6) 2015- reviewed date (B)(4) 2015. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 24 of 117 . Device has not been received.

Manufacturer narrative:
Service report from 04/15/2015- "driveline cleaning was recommended, due to heavy contamination noted on the pins and connector block. "Green and black wires appeared cloudy. Upon manipulation of driveline connector a vad stopped alarm was triggered. Attempted to start pump with a new controller but e fault was triggered and pump did not start. Proceeded immediately to perform cleaning to free pins from debris and reconnect to new controller. Pump started normally. Since patient tolerated pump off time well another round of cleaning was done. Each round lasted about 90 seconds. Patient tolerated both rounds very well with slight dizziness towards the end of the last round." The controller was returned for evaluation. The driveline ((B)(4)) and driveline extension cable (unknown serial number) were not returned for testing. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms, with each stator experiencing an open phase. This is consistent with foreign material contamination between the controller and driveline connector. Additionally, on-site inspection of the driveline connector by a field engineer confirmed contamination by foreign material within the driveline connector. As a result, a driveline connector cleaning procedure was performed to mitigate the issue. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The root cause of the reported event can be attributed to foreign material between the controller and driveline connector, most likely originating from the driveline and causing electrical fault alarms. There are no apparent contributing clinical factors to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.